Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels for 3 or 4 days. The customer stated that he had changed the insertion site. She reported that she had inserted the infusion set into her led. She stated that her blood glucose rose from 115 mg/dl to 165 mg/dl, then up to 332 mg/dl. The customer's blood glucose on the night prior to the call was 400 mg/dl. She complained of leg cramps and numbness. She noted that her blood glucose rose after she had had coffee and oatmeal. The customer's most recent blood glucose was 332 mg/dl, which was treated for with a 3.4 unit bolus via the insulin pump. She also increased her basal settings, leading to high blood glucose. She stated that she had decreased the basal setting previously because she had been having low blood glucose. She was not aware of the fill cannula step and was advised not to fill the cannula while connected to the insulin pump. She stated she would call back to continue troubleshooting when available.